Event description:
Customer reported via phone call that they woke up with the insulin pump showing things that didn't make sense. Customer stated that there were lines and half numbers for the dates. Customer stated that the insulin pump did not allow her to bolus or do anything else. Customer mentioned that the lines will show up and then disappear and she is not able to see anything else. Customer mentioned that she may have slept on the pump at night. Customer's blood glucose reading at the time of the call was 120 mg/dl. Advised customer to revert to a back up plan the device will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with missing segment due to cracked zebra connector at the lcd board. The insulin pump has minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.